Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a pinhole in the balloon wall at the distal edge of the distal markerband was revealed. There was balloon material lifted around the pinhole with a scratch to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that a balloon leak occurred. A 3.0mm x 150mm x 150cm sterling sterling sl balloon catheter was selected for use to dilate the lesion. While prepping, there was a leak of contrast media at the insufflation step of the device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.